Manufacturer narrative:
Due to the small sample volume used by the albumin application, this test is more sensitive to sample aspiration and dispensing than other applications. An analysis of the reaction monitors found there was no sample in the reaction mix. Typical causes of sample aspiration and dispense problems include: bubbles on the sample, preanalytical issues, sample probe condition, and hardware issues. The investigation was unable to determine a root cause but found the issue was solved by local maintenance and troubleshooting.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a questionable result for one patient sample tested with the alb2 albumin gen.2 reagent. The initial alb result was 0.2 g/dl with a data flag and was reported outside the laboratory. The doctor questioned the result since the patient was "a normal patient with testing being used for clinical trials." The sample was repeated with a result of 4.04 g/dl. There were no adverse events. The alb reagent lot was 19878001 with an expiration date of 02/28/2018. The customer is not using the recommended rack adapters with their tubes. The field service representative checked the system. He cleaned and aligned the sample probe. The rinse mechanism dryer nozzle was sticking; he cleaned and lubricated it. The rinse mechanism then operated properly. He ran system checks and precision testing on multiple assays. All precision checks were within precision guidelines. The system was operational.